Event description:
Reporter indicated that the pt's lead is exposed at the neck incision. It was also reported that the pt had a previous infection and it was treated externally. The reporter also indicated that the pt has been experiencing an increase in seizures. The seizures frequency is about the same as the pt's pre-vns baseline frequency. Diagnostic testing was done and the results were within normal limits indicating that the device is properly functioning. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.